Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. High battery impedance lead to eri (elective replacement indicator). Eri due to high battery impedance was recorded on (B)(6) 2016, prior to explant. Ramware version 3 was installed on (B)(6) 2011. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution.

Event description:
It was reported that the implantable pulse generator (ipg) was explanted and replaced due to premature battery depletion/unexpected longevity. At last review of device data battery voltage was 2.93 volts, however at follow up the ipg was in end of service (eos). No patient complications have been reported as a result of this event.